Manufacturer narrative:
(B)(4). Investigation summary: the device was received and evaluated at the service center. The reported complaint that the shaver was loose and that the device was difficult to be started was confirmed. It was found that the resistance values of the keypad were out of range and the buttons were not functioning. Further, the head piece was damaged and the blade did not lock into the shaver. Also the protective earth resistance of the motor cable was out of range. The device was modified, the motor cable and the hand control set were replaced, and the device was repaired, tested and found to be fully functional. User mishandling of the device is the most probable root cause of the damage to the head of the hand piece. However, given the information provided, we cannot discern a definitive root cause of the defective motor cable and keypad of the hand control set. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 08/23/2018 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI:(B)(4).

Event description:
It was reported via service request that the shaver defective. It is difficult to start and the approach moves loose. Please check and repair